Manufacturer narrative:
Both instruments received are considered primary products. The unknown gamma nail, which was not returned, is considered an associated product. Review of the manufacturing / inspection documents of both returned instruments revealed no discrepancies; the devices were documented as faultless prior to distribution. Furthermore, as both instruments had been in use for a longer time (both manufactured in 2005), we presuppose that the devices had fulfilled their tasks in former surgeries as intended without problems reported. Upon receipt the nail holding screw (nhs) was jammed in the metal nail adapter of the target device; during investigation the nhs was then removed from the target device by force. Due to the damaged head function of the nhs is no more given. After removing the nhs from the nail adapter the extent of damage at the screw head was visible: deformed / partly broken rim, signs of fretting corrosion, scratches and massive impact marks (thus, the screw head is expanded). The thread shows traces of use but no significant damage. The rim of the metal adapter of the target device is considerably deformed and partly cracked. Although the upper portion of the metal nail adapter of the target device is significantly damaged, the nail could be fixed at the undamaged reception with a sample nhs without problem. Then a pre surgical function test (as required per IFU) was performed on the device. Sample nail and sample instruments were used. The drills passed the corresponding drill holes without contact to the nail; no deviation was found. Although cracked (cfr material) and partly damaged at the metal part function of the target device returned is fully given. Appearance of item as well as the inspection records identified the target device returned being of old design version. Concerning the collateral findings at the target device (considerable impact marks, cracks): the cracks in the target device were primarily caused by internal material stresses enforced by multiple sterilization procedures and cleaning cycles over the years of use. Although cracked the returned target device passed the preoperative function test. The item was found as being fully functional. Regarding deniability (ref to clinical statement, dr. (B)(6), to (B)(4)): 'conclusion: it is possible that a fissure in the target device will be entered by body fluids (e.g. Blood, fat, bone marrow). The fissure gap is hardly to clean with established methods. But, due to the good heat conductivity of cfc it is granted that all cells in the fissure gap are completely denatured and inactivated. Therefore, the risk of infection or of any immunological reaction is not increased even if the fissure gap is filled with encrusted body fluids from former surgical procedures. What is crucial is that the sterilization process is sufficient. Nevertheless, a targeting device with fissures should be replaced immediately due to its reduced mechanical features possibly causing a misdrill due to buckling of the device.' Internal lab test report (B)(4) revealed that deviation due to cracks does not lead to increased damage at the nail. This indicates that the interlaminar cracks do not influence the targeting performance critically. Referring to compiled hat (B)(4) it was concluded that no action in the market should be performed. Deviation report (B)(4) was already issued for root cause investigation regarding cracks resp. Delamination. With engineering change notice (B)(4) the material of the cfr-arm has already been changed in order to improve stiffness and resistance against cracking. Lab test (B)(4) had verified the suitability of the new material. However, damage found at the metal portion (significant impact marks next to imprint 'do not hit') is clearly considered misuse; the IFU and instructions for cleaning, sterilization, inspection and maintenance - (B)(4) instruct 'do not hit on target devices'. Since the cracks are located directly next to the deformed metal portion, a relationship between the impact marks and the cracks cannot be excluded. An attempt to reconstruct the damage pattern at the head of the nhs showed that hits onto the head of a (selfholding) screwdriver strike plate (optional gamma3 instrument) may have generated the damage found if the tip was not fully inserted into the hexagon of the nhs. A positive connection allows hammer blows onto the screwdriver strike plate without damaging the instruments. Due to the deformed head it was hardly possible to turn the nhs in the nail adapter of the target device. Most likely attempts to turn the nhs by force have led to fretting corrosion between nhs and the metal nail adapter and in the following to the complete jam. Appearance of damage found at both instruments indicates that the deformations were caused by rough handling. In case of intended use such damage would not have occurred. This is supported by the impact marks at the metallic portion of the target device (next to the printed warning 'do not hit'). Based on the above observations the root cause of the reported event is not linked to a deficiency of the devices but is rather related to misuse. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
It was reported that the gamma nail targeter broke and the nail was cold welded into the targeter. Could not release targeter from the gamma nail as a result which caused a delay in surgery to remove the targeter. Event was resolved by using the acorn wrench to forcibly remove the targeter from the gamma nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the gamma nail targeter broke and the nail was cold welded into the targeter. Could not release targeter from the gamma nail as a result which caused a delay in surgery to remove the targeter. Event was resolved by using the acorn wrench to forcibly remove the targeter from the gamma nail.